Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent fracture occurred. The target lesion was located in the proximal anterior descending artery. A 12mm x 4.00mm rebel stent was advanced and deployed to treat the lesion. A stent fracture was then noted, therefore, a 16mm x 4.00mm synergy drug-eluting stent was deployed to cover the fracture. The synergy stent was post dilated with a 20mm x 3.5mm non-bsc balloon catheter. The procedure was then complete. There were no patient complications reported and the patient status was stable.